Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 491 mg/dl at the time of the incident. The customer¿s symptoms were not noted, and it was treated with the insulin pump. Customer called for assistance with carelink, as it was an event related to a pump suspension that led to high blood glucose. During troubleshooting, customer was advised to change the infusion set and monitor the issue. Customer declined to check for leaks, air bubbles, insulin issues, or perform a high-power test. Customer was advised a replacement infusion set would be sent out. The insulin pump will not be returned for analysis.